Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose level. The customer's blood glucose value was 400 mg/dl at the time of the incident. The customer was treated with manual injections for her high blood glucose level. The customer also reported that she cannot turn the auto mode on and was getting alarm. She was getting active insulin required message on the auto mode readiness screen. Auto mode status screen showed active insulin updating message. She was advised to monitor the insulin pump. She was assisted in turning the silent alert back on. The customer declined to troubleshoot the insulin pump for high blood glucose. The insulin pump will not be returned for analysis.